Event description:
It was reported that the device continuously alarmed for high-pressure on operation. The product is out of warranty. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Unknown manufacturer: a catalog number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. D4. Item number, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.